Event description:
A malfunction occurred when the caller reported that the pump display was frozen. There was no adverse impact to the customer's blood glucose level as it was within range. The customer successfully resolved the issue by resetting the pump themselves earlier in the day prior to contacting support.